Event description:
It was reported that at a regular follow-up appointment, this physician noted high, out-of-range pacing impedance measurement (>2000 ohms) from the right atrial (ra) lead. This resulted in a lead safety switch to unipolar sensing. It was suspected that the ra lead conductor had fractured. The physician scheduled the patient for diagnostic imaging and a ra lead revision procedure to resolve the event. At this time, the system remains implanted and no adverse patient effects were reported. The ra lead is not a boston scientific product.